Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has experienced multiple events in which his sensor glucose was much lower than his blood glucose resulting in the insulin pump suspending unnecessarily. The customer cited multiple events: one where his sensor glucose was 62 mg/dl and his blood glucose was 104 mg/dl, another where the sensor glucose was 54 mg/dl and his blood glucose was 120 mg/dl. Troubleshooting was initiated for the inaccurate sensor readings. The customer confirmed that he had experienced bent cannulas with previous sensors within the same lot as the one in question. The customer was given suggestions on sensor usage and he was advised to monitor his sensor glucose performance. No products were returned and a replacement sensor was shipped to the customer.